Event description:
It was reported that two er320 were used during a laparoscopic cholecystectomy. It was reported by the affiliate that during the procedure, one of the jaws detached, falling into the pts abdominal cavity. This caused a delay in the operation time. The piece that had fallen was retrieved. After that, the surgeon tried another clip applier, but this was blocked and fired no clips. The device with broken jaw will be returned and the device that wouldn't fire any clips was not given back by the customer.